Event description:
A customer reported that their pump's screen was broken, and the touchscreen was not functioning. There was no reported impact to the customer's blood glucose level. A replacement pump was sent.